Event description:
It was reported during the positioning maneuver it was noted it was difficult to move over the guidewire, the spiral was ruined.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewh1147 showed no other similar product complaint(s) from this lot number.